Manufacturer narrative:
Date of implantation: (B)(6) 2018 associated medwatches for this event date: 3004721439-2019-00161. This report indicated that this same patient had a shunt system explanted in july 2018 due to "valve blockage".(previously reported) reference medwatches: 3004721439-2018-00177, 3004721439-2018-00194. Manufacturing evaluation: the valve was received in a plastic container, submersed in an unidentified liquid. Visual inspection - a deformation of the outer housing of the prosa valve was observed during the inspection. The housing was subsequently measured and confirmed the presence of a deformation, outside the tolerance. Permeability test - a permeability test has shown that the prosa valve has a blockage. Adjustment test - the progav valve was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function is fully operational and braking force is within the given tolerances. Computer controlled test - this was not possible with a valve that is not permeable. Results - finally, we have dismantled the valve. Inside the valve we have found a build-up of substances (likely protein). Based on our investigation, we confirm the presence of occlusion. This is likely due to the deposits observed inside the valves. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Manufacturer narrative:
Manufacturing evaluation: we received the shunt system in the original packaging; the pre-chamber had been taken out and lay loose in the outer packaging. The system was manufactured by a qualified employee. Deviations during assembly did not occur. The valve was sterilized by miethke and released for shipment after final inspection. Optical inspection - the visual inspection showed that there was a hole in the catheter at the junction of the pre-chamber. Furthermore, we could see some blood spots on the bottom of the pre-chamber and in additional some salt residues in the inside. Permeability and adjustment tests, braking force and brake function tests - no applicable. Result - the obtained pre-chamber was sent to use loose in its original outer packaging. The reason as to how the hole came to be in the catheter cannot be determined clearly, but we can assure that the manufacturing and quality controls in the process guarantees the integrity of the product. A potential error at the pre-chamber would be detected and rejected from the lot. Based on our investigation results we could not detect any failure with this product at the time of distribution.

Manufacturer narrative:
Manufacturing site evaluation: investigation is on-going. Additional information and/or investigational results will be provided in a supplemental report. This report indicates that this same patient had a shunt system explanted in (B)(6) 2018 due to "valve blockage". Reference medwatches: 3004721439-2018-00177, 3004721439-2018-00194.

Event description:
It was reported that there was a postoperative issue with the shunt system requiring explant on (B)(6) 2019. Reported information indicates that the progav2.0 valve had been adjusted to 2cmh2o until the end of 2018. However, the opening pressure was involuntarily adjusted to 6cmh2o. The cause of this is unknown. Attempts made by the surgeon to readjust the opening pressure setting were unsuccessful. Of note, the cerebrospinal fluid was described as "beautiful" and the concentration of protein is "not high". Due to the progressive hydrocephalus symptoms, the shunt system was removed and a certas (codman) shunt was placed on (B)(6) 2019. No further details provided. There are no associated patient complications reported. Associated medwatches for this event date: (this report - prosa); 3004721439-2019-00161.